Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Based on the photographic evidence the event description can be confirmed concerning unformed staples. Unfortunately, the root cause of the issue cannot be determined from the photograph.

Event description:
It was reported that during a sleeve gastrectomy procedure, during an unknown firing the staple line did not form on the specimen side, but did form on the patient side. The device was reloaded and completed the procedure with no patient consequence. The device was discarded.